Manufacturer narrative:
Result: latch assembly.

Event description:
It was reported by service report that the side rail is not able to be latched in the upright position. No pt involvement or adverse consequences are reported.